Event description:
The manufacturer's bench technician reported finding multiple error codes in the device diagnostic history during evaluation and repair of the unit. There was no patient involvement.